Event description:
Fifteen months after receiving the first of five cypher stents in a series of separate procedures, the patient expired from congestive heart failure and cardiac depression. As reported by the japanese post-market surveillance (pms) study, this patient initially presented to the cardiac catheterization unit for elective of 1-vessel disease. Pci was performed on a 52.8% de novo lesion in the proximal right coronary artery (rca) of 7.44mm in length in a 2.97mm vessel diameter. The (b1) eccentric lesion was tubular and slightly calcified. Pre-dilation was conducted with a 2.0x20mm balloon at 18 atmospheres (atm) and a 3.0x28mm cypher stent was deployed at 16 atm. Post-dilation was not conducted. The residual diameter stenosis measured 6.7%. Thrombin inhibition in myocardial infarction (timi) iii flows were recorded pre and post-procedure, respectively. At the same time, a lesion in the distal rca was treated with a 2.5x30 tsunami bare metal stent. Additional details of this procedure are not available. Intra-vascular ultrasound (ivus) was conducted. Pre-procedure medications included aspirin 200mg/day. Intra-procedure medications included heparin 10000 units, isosorbide dinitrate 5mg/day, aspirin 200mg/day and ticlopidine hydrochloride 200mg/day. Post-procedure medications included isosorbide dinitrate 5mg/day, aspirin 200mg/day and ticlopidine hydrochloride 200mg/day. However, ticlopidine hydrochloride was stopped for unspecified reasons approximately 35 days after the procedure. Approximately 36 days after the procedure, lesions in the left main, the left anterior descending (lad), the diagonal branch and the proximal left circumflex were treated with a 3.5x18mm cypher stent and a 3.0x18mm cypher stent. Details regarding the vessel and the procedure are not known. However, there were no complications during this procedure. Approximately one month later, a lesion in the mid lad was treated with a 30x23mm cypher and a 2.5x23mm cypher stent. Details regarding the vessel and the procedure are not known. However, there were no complications during this procedure. Approximately 10 months later, coronary angiography was conducted and there was no restenosis observed in any of the cypher stents. Two months later, the patient developed congestive heart failure and was hospitalized at another hospital. Artificial respirator and medical treatment were provided. Thirteen days later, the patient expired due to congestive heart failure and cardiac depression.

Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed. Additional information received will be submitted within 30 days upon receipt. A patient with a history of angina, hypertension and diabetes developed chf and expired post cypher stent implantations. The reason for the patient's initial admission to the hospital was not reported; but an elective angiogram revealed lesions in the proximal rca and distal rca. This patient's advanced age and history put him an increased risk for mace. Pre procedural medications included asa; while intra procedural medications included ticlid and heparin. The performance or recording of acts was not reported. The proximal rca was described as de novo, type b1, 52.8% occluded, 2.97mm in diameter, 7.44mm in length, eccentric, tubular and slightly calcified. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 3.00 x 28mm cypher stent at a maximum inflation pressure of 16atm. The treatment of this lesion was completed with a resultant timi flow of 3 and a residual stenosis of 6.7%. The vessel and/or lesion characteristics of the distal rca were not provided. This was treated with the placement of a non-cordis bms. According to the IFU, lesions requiring the placement of adjacent stents should be treated from the distal to the proximal aspect of a lesion in order to prevent migration of the proximal stent of disruption of its' geometry. The patient was discharged from the cath lab on medications that included asa and ticlid. One month after the index procedure, the patient's ticlid was discontinued and replaced with cilostazol. The reason for this change was not reported. The next day, the patient returned to the cath lab for the treatment of a lesion in his lm to proximal circumflex. Pre procedural medications included asa and cilostazol. The intra procedural administration of heparin and the performance or recording of acts was not reported. No vessel and/or lesion characteristics were provided. It is not known if the lesion was pre-dilated prior to the placement of two cypher stents; a 3.50 x 18mm and a 3.00x18mm; at unknown maximum inflation pressures. It is not known which stent was implanted first or whether they were placed in an overlapping fashion or not. The patient was discharged from the cath lab on medications that included asa and cilostazol. Two months after the index procedure, the patient returned to the cath lab for the treatment of a lesion in his mid lad. Pre procedural medications included asa and cilostazol. The intra procedural administration of heparin and the performance or recording of acts was not reported. No vessel and/or lesion characteristics were provided. It is not known if the lesion was pre-dilated prior to the placement of two cypher stents; a 3.00 x 23mm and a 2.50 x 23mm; at unknown maximum inflation pressure. It is not known which stent was implanted first or whether they were placed in an overlapping fashion or not. The patient was discharged from the cath lab on medications that included asa and cilostazol. Eleven months after the index procedure, a repeat angiogram revealed no restenosis in any of the previously implanted cypher stents. Fifteen months after the index procedure, the patient developed chf and was hospitalized. His condition necessitated intubation, ventilation and medical treatment. Thirteen days after this admission, the patient expired from chf and cardiac depression. The products remain implanted in the patient and are thus not available for evaluation. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. According to the procedural physician, this event is not related to the cypher products. There are patient, vessel and procedural factors that may have contributed to this event. This is one of five products associated with the reported events that were reported under the following manufacturing numbers: 9616099-2007-00791, -00792, -00793, -00794 and -00795.